Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt as though the right atrial (ra) and right ventricular (rv) leads were flopping around in their chest. The physician attempted to attach the leads to the implantable cardioverter defibrillator (ICD) following a lead revision, however, the wrench screwdriver could not be seated into the rv screw. The physician attempted to use sterile silicon to lube the screw and two different wrench sizes to no avail. Unstable thresholds were exhibited on the ra and rv lead. The physician decided to place a new ICD and new leads. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.